Event description:
Salesrep was told by the surgeon that he faced the following issue with the product: the fluid could not initially be completely pushed out of the syringe because of a too big resistance; he has then taken it out, mixed it, put it into the defect bone; he observed after a 10 minute control that it crumbled into tiny parts.

Manufacturer narrative:
According to the investigation by the manufacturer stryker (B)(4), the retain samples showed a correctly functioning product when tested according to instruction for use specifications. The case was discussed with (B)(4). It is most likely that the sticky liquid syringe plunger caused the failed cement reaction. All liquid must be used for mixing, otherwise the cement becomes crumbling. For the sticky liquid syringe plunger previous investigations (performed by the manufacturer stryker (B)(4)) in relationship to prior complaints show that the issue is known and related to a manufacturing issue. It was found that the sodium phosphate (included in the liquid component) crystallizes to the inner barrel wall of the syringe and caused that the liquid syringe plunger was stuck.